Event description:
Pt had bilateral silicone gel-saline breast implants removed due to capsular contractures. The right capsule contained a double lumen implant with the outer saline envelope empty. The gel lumen was intact and the implant weighed 275 gms. The left capsule was also a double lumen implant with the outer saline envelope empty. The implant weighed 275 gms and appeared to be intact. The capsules had minimal thickening. Saline implants 340 cc were used for replacement.